Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call, the insulin pump had a blank display. Customer's blood glucose at the time of the anomaly was unknown. Customer stated the battery was replaced several times and the device continues to be blank. Troubleshooting was performed and issues continue the display did not return. Customer has reverted to manual injections for the last month. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be returned for analysis. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with currents within specification. The pump passed the self test. No blank display was noted on the lcd board. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, cracked battery tube threads, and a cracked reservoir tube lip.